Event description:
It was reported when using the bd pyxis medstation system the auxiliary full height drawer 7 was not able to open. The customer stated that this malfunction caused a delay in patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 7 was not opening. The field service engineer adjusted the rails to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.